Event description:
Peritoneal dialysis patient called from home to tech support asking for advice on how to bypass a fill. During the call patient disclosed that he was just discharged from hospital for peritonitis. Per peritoneal dialysis nurse, patient had no prior peritonitis events and no catheter problems or infections at the time of the peritonitis event. No reported fluid leaks during treatment.

Manufacturer narrative:
Fresenius medical care clinical investigations pharmacovigilance physician reported: patient was reported to have been hospitalized from (B)(6) 2011 due to a peritonitis event (B)(6) with septic shock. The patient responded to IV antibiotics (vancomycin and cefotaxime) and was continued on IV vancomycin for 21 days. No product related malfunction or leaks were identified. Peritonitis is a serious and common complication among dialysis patients. Reported events are commonly attributed to touch contamination; catheter related infection; transmits. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed by FDA regarding all potential adverse events received between march 21, 2011 to march 11, 2013. Ceral migration due to intra-abdominal pathology (e.g., bowel leak) or hematogenous.